Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that during angioplasty, a 3.0 x 15 mm xience v was chosen to stent the lad. After successful deployment of the stent, a dissection was observed at the proximal end of the stent in the lad. The dissection was covered using a 2.5 x 12 xience v. The rca was also stented with a 3.0 x 28 mm xience v. The pt is doing fine and is stable. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. Dissection, as in the xience v IFU, is a known adverse event associated with coronary stenting and not necessarily an indication of a product quality deficiency. Dissection can be influenced by lesion characteristics, procedural technique, and product size selection. The IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring add'l intervention.. The xience v IFU states: pre-dilate the lesion with a ptca catheter. A conclusive cause for the reported pt effect and the relationship to the product cannot be determined.